Event description:
The clinician reports the implant was inserted (B)(6) 2016 in fdi 42. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with bone type iii and fair oral hygiene. No product was returned to the manufacturer. There were no patient operative or post-operative complications reported.